Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient has an ischemic stroke. The patient was at a rehabilitation hospital. It was reported that the patient is depressed and has no family support. The patient was not taking medication and has no resources for transport to the hospital for the lvad clinic.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.